Manufacturer narrative:
Date of event - reporter stated "possibly (B)(6) 2018". (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an abdominal drainage procedure, a ultrathane mac-loc locking loop multipurpose drainage catheter began leaking at the hub. The device was removed and replaced with a like device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d10-device available for eval? Yes; product received on: 19jul2018 investigation - evaluation (B)(4). A review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications and visual inspection/dimensional verification of the returned device was conducted during the investigation. The device was returned in a damaged and used condition. Only the catheter tubing from the flare to the pigtail, without the mac-loc was able to be evaluated. Drainage holes, that appeared to be made by the customer, were present near the proximal end of the catheter. Dimensional testing revealed that the catheter had been manufactured to the correct specifications and tolerances. The flaring was observed to be lopsided, with a lip. Due to the compression within the mac-loc cap, damage could have occurred upon removal of the catheter tubing. It cannot be determined whether the flare was manufactured out of specification. Without the return of the mac-loc hub and cap, a leak test was not able to be performed to confirm the leakage. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. According to the document review, proper procedures are in place to identify/prevent this failure mode prior to device distribution. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.